Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high na (sodium) results on four (4) patient samples on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment. There was no adverse event reported in association with this event. The customer stated calibration and qc (quality control) were acceptable.